Manufacturer narrative:
Eval summary: to date, I-flow has not received the actual pump involved in the incident, however, retain samples from the same lot of the pump involved have been retrieved, and a performance test of the pumps is currently underway; I-flow will submit a follow-up report upon completion of the test.

Event description:
Post acl repair the pt reportedly experienced numbness in the face. The pump was reported as infusing/emptying earlier than expected, although the infusion start and end times are not currently known. Additionally, there is no drug info. The pump was filled to 400 ml and the infusion was started at 6 ml/hr.